Manufacturer narrative:
(B)(4).a batch review was performed on the reported lot and no deviations were noted.

Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where the tubing was leaking from the connector due to a missing plastic part on (B)(6), 2010 with the dehp free solution administration set. This incident occurred during priming / setup. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample has been discarded and is not available for evaluation. A follow up report will be filed if the sample is returned and evaluated or if additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4)